Event description:
It was reported that the ventilator failed internal leakage and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the received information the ventilator failed internal leakage and pressure transducer test during puc. The reported issue has been confirmed in problem description and during evaluation of received service report. After replacing the pressure transducer circuit board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).